Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the suture and anchors are not with the device. A functional evaluation revealed that the depth gauge moves freely. The deployment knob deploys the push assembly actuator as intended. The actuator moves from t1 to t2 deployment, but deployment can't occur without anchors. Without the sutures and anchors, the suture knot could not be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee procedure, the fast fix ts were successfully implanted. However, the knot suture could not be advanced, both implants had to be removed. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.